Event description:
Smiths medical int'l ltd., has been notified of an event of where the user alleges during use in ICU the user noticed cuff leakage with a ventilator alarm. The tube was replaced with another new one. After that the pt was moved to a general ward and leakage through the cuff occurred again. The tracheostomy tube was pretested. Event occurred at hosp.